Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the error code did not reappear. The caller was able to successfully start a new sensor session.